Event description:
It was reported that during a prostate procedure "black screen" was noted. Additional information not reported. No injury was reported.

Manufacturer narrative:
Service in the field performed on (B)(6) 2014. The top cover was returned to ams on (B)(6) 2014 and was sent to the supplier.

Manufacturer narrative:
The top cover s/n (B)(4) was returned to ams on october 21, 2014 and was sent to the supplier. Product evaluation: the top cover was evaluated by supplier on december 22, 2014. The reported ¿fiber deal - black screen¿ issue was confirmed; 24v line and tantalum capacitors were noted shorted. The capacitors were replaced; top cover was reprogrammed and passed the standard production test. Probable root cause: based on the supplier fa report, the root cause was determined to be capacitors in the top cover.

Manufacturer narrative:
The console was evaluated and repaired in the field on (B)(4) 2014. Service engineer duplicated display screen issue and replaced the top cover. Laser works according to ams specifications.